Event description:
Medtronic received information from the patient that 5 years post implant of this 29mm mitral annuloplasty band, severe mitral regur gitation was noted. The patient alleged that the heart band might be ¿floating around¿ and expressed concern about possible movement or dislodgement, but could not confirm whether it had moved or dislodged. The patient also reported that a recent transesophageal e chocardiogram and/or catheter-based evaluation included a physician note indicating the heart band was ¿too small.¿ the patient stated they planned to be evaluated by a new cardiologist for the ongoing regurgitation and believed a heart valve replacement might be recommended. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.